Manufacturer narrative:
(B)(6). There is no patient impact associated with this complaint. The pump was returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During testing, all keypad buttons were found to be intermittently responsive. The rubber keypad appeared worn but was not torn or peeling. When the keypad was removed, adhesive was found under the key contacts.

Event description:
It was reported that the keypad buttons require multiple presses to elicit the intended response. There was no report of programming errors as a result of the issue.